Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced low blood glucose in the 50 mg/dl range and was passed out all day. The customer also reported she noticed sensor readings discrepancies and has been getting alert. Current blood glucose was 237 mg/dl and sensor was reading 83 mg/dl. Customer stated that she had pain at the site and the sensor was bent and hanging out of the body when she removed it. The sensors would be replaced and returned for analysis.